Event description:
It was reported that a patient presented in-clinic for a scheduled procedure. It was noted that the right-ventricular (rv) lead exhibited loss of capture and high pacing impedance. As a resolution the lead was capped and replaced on (B)(6) 2024. There were no patient consequences, and the patient status is unknown.